Event description:
A (B)(4) distributor had returned battery packs (B)(4) to zoll lifecor reporting the batteries had several battery pack faults while on the charger.

Manufacturer narrative:
(B)(4) returned on 10/04/2010, manufactured on 10/2008. (B)(4) returned on 10/13/2010, manufactured on 05/2008. Device evaluation summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery faults/ charger faults) has been confirmed. The cause of the battery faults/ charger fault was defective cells within the battery pack. The battery output voltage was 2.56v and it could not be read by the test equipment. The root cause of the defective cells could not be positively determined. Device evaluation of battery pack (B)(4) has been completed. The reported problem (battery faults/ charger faults) has been confirmed. The cause of the battery faults/ charger fault was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified, but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. Device eval of battery pack (B)(4) has been completed. The reported problem (battery faults/charger faults) has been confirmed. The cause of the battery faults/ charger fault was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified, but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery packs.